Event description:
Profound and permanent neurological injuries [nervous system disorder]. Tingling in hands, arms, feet and legs [paraesthesia]. Burning in hands, arms, feet and legs [burning sensation]. Pain in hands, arms, feet and legs [pain in extremity]. Weakness in hands, arms, feet and legs [muscular weakness]. Dizziness/lightheadedness [dizziness]. Unsteadiness when standing [balance disorder]. Zinc toxicity [metal poisoning]. Extensive nerve damage [nerve injury]. Muscle aches [myalgia]. Unsteadiness when walking [gait disturbance]. Severe and permanent physical injuries [injury]. Case description: an attorney reported that their adult female client, now (B)(6), used fixodent denture adhesive, version unk cream, unspecified total daily use beginning (B)(6)-1990 through (B)(6)-2010 and super poligrip denture adhesive cream, unspecified total daily use beginning (B)(6)-2000 to present, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, zinc toxicity, extensive nerve damage resulting in tingling in hands, arm, feet and legs, burning in hands, arm, feet and legs, pain and weakness in hands, arms, feet and legs, dizziness/lightheadedness, muscle aches, and unsteadiness when walking and standing, treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore, unable to proceed with batch retain testing or product investigation.